Manufacturer narrative:
Insulin pump received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window, stained end cap sticker, loose drive support disk and cracked battery tube threads.

Event description:
It was reported that the drive support cap of the customer's insulin pump popped out. The customer's blood glucose was 170 mg/dl. Customer was advised to follow back-up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).